Event description:
The event occurred in canada. It was reported that the rotaflow console displayed the error message ¿err¿¿ and the pump stopped. The operator rebooted the system and the device resumed working as intended. No device replacement was needed and no harm to any person has been reported. Due to the fact that the pump stopped, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in canada. It was reported that the rotaflow console displayed the error message ¿err¿¿ and the pump stopped. The operator rebooted the system and the device resumed working as intended. No device replacement was needed and no harm to any person has been reported. Due to the fact that the pump stopped, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2026-02-02 the reported failure "err -- / pump stopped" could not be reproduced. The exact error message could not provided by the customer as the customer could not remember. After restart the device worked normally and no error alarm occurred anymore. The rotaflow was tested for over 2 days without any issues. Based on the evaluated facts above, an exact root cause could not be identified. However, the following most possible root causes can be linked to the reported failure according to the risk management file: - pump stop intervention after technical error (e.g. Pump runaway, error head) - unintended rpm change by user - unintended switch off by user. Based on these investigation results the reported failure could not be confirmed. The review of the non-conformities has been performed on 2026-02-03 for the period of 2011-06-28 to 2026-01-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2011-06-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions: there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
This follow-up report is submitted solely to provide the missing patient information (section a), which was received on 2026-02-13; the investigation results and conclusions remain unchanged from the previous submission.

Event description:
Complaint ID: (B)(4).